Manufacturer narrative:
Investigation results: it was reported that a revision surgery was performed due to periprosthetic fracture. The patient fractured the femur around the stem after falling off a bike. During the procedure, the stem and the femoral head were replaced and accord cables were placed around femur shaft to fix the fracture. Primary surgery was a total hip replacement performed on (B)(6) 2014. The claimed stem was a polarstem stem lat.ti/ha 3 non-cem, which intent use is in treatment. The device was not returned for investigation. Furthermore, no x-rays were provided to fully confirm the reported fracture. A product history review was performed, but no deviation could be found in the corresponding batch record. No other complaint can be found for the corresponding batch number. One similar complaint, which reports a periprosthetic fracture, was recorded for the specific article number. The risk of a periprosthetic fracture is covered in our specific risk file and corresponding instruction for use for hip implants [lit. 12.23, ed.05/16]. After the performed investigation the reported fall is stated as original cause for the fracture. No device problem was found and no further actions are planned. S+n will monitor this device for similar issues.

Event description:
It was reported that a revision surgery was performed due to peri prosthetic fracture. The patient fractured the femur around the stem after falling off a bike. During the procedure, the stem and the femoral head were replaced and accord cables were placed around femur shaft to fix the fracture. Primary surgery was a thr performed on (B)(6) 2014.